Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump alarms were not audible. Customer reported a blood glucose (bg) of 55-56 mg/dl and the low bg alert did not sound. Reportedly, customer reverted to using another pump for insulin therapy.